Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown; product type catheter. (B)(4).

Event description:
The patient reported overdose symptoms of extreme lethargy and fainting on saturday ((B)(6) 2014). The symptoms continued into sunday. The patient was given narcan and was still in the ICU (intensive care unit) on the date of this report, but was ¿doing ok¿. The pump logs were reviewed and looked normal. The pump had been refilled on (B)(6) 2014; per the pump managing physician, there was no concentration change at that time. The device system was delivering infumorph. The cause of the event and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.